Event description:
A report was received that the patient was expericing rib pain. An x-ray confirmed that the lead was fractured.

Manufacturer narrative:
Additional information provided indicated that the physician replaced the lead and the patient was reportedly doing fine. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was expericing rib pain. An x-ray confirmed that the lead was fractured.

Manufacturer narrative:
Additional information received indicated that the physician will perform a lead revision.

Event description:
A report was received that the patient was expericing rib pain. An x-ray confirmed that the lead was fractured.